Manufacturer narrative:
Results: damaged/cracked siderail panels with sharp edges. Power cord plug with loose prongs.

Event description:
It was reported by service report that the power cord plug prongs were loose, and the siderail panels were cracked and exposing sharp edges. No patient involvement or adverse consequences are reported.